Event description:
Customer reportedly received result of 100 mg/dl on the inform system and 63 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.